Manufacturer narrative:
Olympus followed up with the user facility via telephone and in writing to obtain more detailed information regarding the report, but with no result. The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed the user's experience of image loss. The device outer tube was bent and had multiple dents. The device failed the transmission test. The image difficulty was attributed to damaged cable unit. The device will be refurbished. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The user facility reported that during an unspecified procedure, the video image turned black. There was no further information provided.